Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient alert triggered, and the patient presented to the emergency room. It was determined that the lead alert had triggered due to high superior vena cava (svc) coil impedances on the right ventricular (rv) lead, which could not be reproduced with posture changes and arm movements. A lead fracture was suspected. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.